Manufacturer narrative:
Concomitant products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 14-oct-2017, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 14-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021, the patient had their implanted neurostimulator (ins) replaced due to normal battery depletion.  During the replacement, the physician was not able to insert one of the two leads into either port of the ins header block despite the set screw being loosened.  The lead would not go in and the end of the lead looked like it was frayed.  The physician tried a lot of troubleshooting, but was unsuccessful. The physician did not want to replace the lead, so they ended up cutting the end of the lead (electrode 15).  Impedances were checked and all electrodes except electrode 15 was green (normal).  Electrode 15 said avoid.  No symptoms reported.  No issues reported with the new ins.

Event description:
Additional information was received from the manufacturer representative (rep). Rep did not know patient's weight. Patient also did not know a current weight. Rep will not know if pt will get effective therapy until stimulation is turned on at patient's post op appt. During impedance check, only "do not use" was on the cut off electrode 15.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type implantable neurostim ulator product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep, indicated that the patient was able to receive effective therapy at post-op appointment. Patient weight is unknown.